Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis found normal device characteristics.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high thresholds and high impedance. The lead was not used and replaced.